Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had a partially broken off reservoir tube lip and a missing o-ring. However, the test p-cap and reservoir does lock in place in the reservoir compartment. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 390 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was unable to complete carelink upload. Customer stated that the plastic lip ring around the reservoir is cracked and chipped off. Customer also stated that the reservoir does not lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.